Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician was unpacking the jagwire to use for a procedure and noticed that the coating was damaged. The physician completed the procedure with another jagwire with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician was unpacking the jagwire to use for a procedure and noticed that the coating was damaged. The physician completed the procedure with another jagwire with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluation: visual analysis of the returned device shows the teflon split exposing core wire at 16 cm from flare distal tip, along 4 cm toward proximal. Furthermore, indentations noted at the end of 4 cm of split teflon. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause is "caused by other device". The indentations at the end of split teflon suggests that the surface of the guidewire made contact with a sharp edge during handling/removal from hoop, thus compromising the integrity of the ptfe jacket. The directions for use (dfu) instruct: "to remove the guidewire from the hoop, first remove and discard the small blue tube from the inner diameter of the clear hoop. Advance wire until the wire is exposed out of the outer diameter of the hoop. Remove the guidewire from the protective hoop." Furthermore, the dfu cautions: "do not use with metal tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of the guidewire. Use a single-use sphincterotome to ensure that the material between the lumens has not been compromised".